Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted via the left artery femoralis while the pt was in the cath lab. The pt was transferred to the intensive care unit (ICU) and 27 hours later the nurse in the ICU noticed that the EKG trigger was lost. The rn cleaned and switched the electrodes. The rn changed the EKG cables without success. The pump strips indicated that there was no good signal at all, 15 on all the leads. The perfusionist contacted support and they decided that the intra-aortic balloon (iabp) should only work on arterial pressure (ap) signal from the fiberoptix sensor (fos). Per the rn the "pump now stops from time to time and doesn't start automatically, the pump is turned on manually." As a result, the pump console was switched to another console. The second console worked okay. The same EKG cable could be used without problems. There was no reported pt death or injury. Medical / surgical intervention was not required. The delay / interruption in iabp therapy is noted as "short periods of time." There were no reported pt complications and at the time of this reported event, the pt is still receiving iabp therapy with the original iab in the ICU. It was noted that the iab in use was the iab-05840-lws (lot number kf1111888, serial number (B)(4)).